Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: fluid discharge from both breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with mentor memorygel xtra breast implant 620cc gel breast prostheses had purulent fluid discharging from both of her breasts. More fluid was discharged from the left breast than the right breast. The patient was treated with antibiotics and drains were inserted to drain the fluid. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.